Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial started (B)(6) 2024 it was reported communication issue between controller and ens, unable to communicate/connect to controller. The patient mentioned his lead came loose, so some parts were replaced and repaired. Patient alleges that his leads have come out again as the programmer is once more showing a connection error and has already informed his representative about it.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.